Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had buttons were sticking and hard to pushed. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump was not exposed to moisture. Troubleshooting was performed for keypad anomaly. Customer stated that middle button and back arrow button was not working. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that an alarm was not in progress at the time the button was unresponsive. Customer stated that button was not unresponsive during an easy bolus attempt. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.